Event description:
Boston scientific received information that the sutures on both the atrial and right ventricular (rv) leads pulled loose due to the patient's coughing. Both leads dislodged and were successfully repositioned. No adverse patient effects were reported.